Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed the oscillations frequency check-frequency out of specification, there was a loud noticeable noise inside the hand piece, there was an unknown liquid on the electric control unit (ecu) and the motor shaft worn. It was further observed that the ball bearings were corroded, the device rotated roughly and there was unknown debris on the e.c.u power cables. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device struggled to cut. During in-house engineering evaluation, it was determined that the device failed the oscillations frequency check-frequency out of specification, there was a loud noticeable noise inside the hand piece, there was an unknown liquid on the electric control unit (ecu) and the motor shaft worn. It was further observed that the ball bearings were corroded, the device rotated roughly and there was unknown debris on the e.c.u power cables. It was unknown if there was a delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.